Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (400-437 mg/dl). At the time of the report, the customer's blood glucose level was 411 mg/dl. The cause for the reported elevated bg levels was unknown. Customer administered a manual injection to address elevated bg levels. System check with tandem technical support was performed and the pump functioned as intended. During troubleshooting with tandem technical support, it was found that the date was inaccurate. Reportedly, the customer was unsure how the date because inaccurate. Tandem technical support guided the customer through adjusting the pump date. Recommendation was made to discuss diabetes management with customer's health care professional.